Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. The customer's blood glucose value was unknown. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. Customer stated that the insulin pump alarmed more than once immediately after battery change. The customer was assisted with troubleshooting. The insulin pump will return for analysis.